Manufacturer narrative:
This report is filed december 01, 2016.

Event description:
Per the clinic, the patient experienced dizziness, headaches and tinnitus with device use resulting in the decision to explant the device. Subsequently the device was explanted on (B)(6) 2016, there are no plans to re-implant the patient with a new device as of the date of this report.